Event description:
The company representative on behalf of the customer reported to olympus, there was poor air/water supply from the air/water flow system of the evis lucera elite colonovideoscope. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed. The subject device was returned to olympus and subsequently evaluated. It was noted that the device had foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The customer cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay to the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent. The customer wiped/brushed the air/water nozzle with a clean, lint-free cloth and the customer flushed the air/water nozzle with detergent solution. The device was returned to olympus for evaluation. The customers allegation "poor air/water supply" was confirmed. Due to clogging of nozzle, no air or water was fed. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and play of up/down knob was out of standard value. Adhesive on bending section cover had a crack. Light guide lens, control unit and objective lens had discoloration. Scratches were found throughout the device. Suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and device reprocessing was confirmed to have been implemented in line with the IFU. The event can be detected/prevent by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.